Event description:
Reviewing the mir as well as the investigation photographs, foam particles or foam degradation was not observed. In parallel, the service data management report did not confirm seeing any foam particles inside the assembly, only dust/dirt was present, which indeed relates to the contamination seen inside the device assembly. With that considered, this notification becomes not reportable, since there was only contamination of dust and dirt confirmed.

Event description:
Received confirmation from plexus regarding this complaint/device evaluation: ¿the foam itself showed signs of degradation, and some particles became stuck to the outside of the blower box while the unit was being disassembled.¿ with that, this complaint is reportable.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.